Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the reservoir had air bubbles and foam when filling it. The blood glucose at the time of the incident was 114 mg/dl. The customer stated the insulin was not at room temperature. She was advised not to use cold insulin or agitate it prior to use. The customer stated that the air bubbles were going away as insulin was warming up and she would push the remaining ones back into the insulin vial. The product will not be returned for analysis.